Event description:
Customer reported when the system was plugged in, there was a burning smell and a power failure error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver cable and pcb. System operates as intended. (B)(4).